Event description:
A 64 year old male presented to the hosp with a thrombus in the right femoral vein. The thrombus extended proximally through the aorta-iliac bifurcation. The diameter of the vessel ranged from 7mm to 5mm, and the length of the thrombus was 10 cm. The pt's hematocirt pre-procedure was 34. The angiojet was used distal to proximal through the thrombus. The angiojet was run for approximally 12 minutes, resulting in increased blood flow. The pt's hematocit was 30 post procedure. The pt was sent to ICU where 1m units of urokinase was infused through an infusion catheter. After the urokinase infusion the pt's hematocrit was 14. During the time the pt was in the ICU, two large hematomas developed; one in the left groin and one in the left axillary groin. Fours hours post angiojet thrombectomy an angiogram was performed and it was determined that the thrombus was gone, but there was an atherosclerotic proximal lesion in the right iliac vein. A palmaz stent was placed across the lesion. During the placement of the stent the pt arrested. When the pt vein. A palmaz stent was placed across the lesion. During the placement of the stent the pt arrested. When the pt arrested his hematocrit was 10. The pt was revived and sent to ICU where he expired 3-4 hours later.